Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that the right leg of the patient became more mottled with no pulses in the lower right extremity and urine output was decreasing with lactate rising. It was reported that the intensivist was at bedside. The clinical staff started slowly weaning levo and vasopressin with no change in pressure on placement signal. It was reported that the after 17.33 hours of support that care was withdrawn and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.